Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per (B)(4). All affected consignees were notified by letter beginning (B)(4) 2010.

Manufacturer narrative:
The device (serial no: (B)(4)) was returned and an investigation utilizing control test strip (lot no: 45730), control calibrator (lot no: 67041) and retained control solutions (mgk 00210 - low and mgk 00210a - high) has determined the complaint is not confirmed. All results were within range specification and no errors were observed.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. The customer reported receiving erratic readings of 400 mg/dl and 103 mg/dl 4 hours apart on (B)(6) 2011. The customer further reported 3 weeks ago she was in the hospital because "the meter was not giving the correct readings." The customer reportedly experienced vertigo, slurred speech and lost consciousness. It was also reported that paramedics were called, however, the customer was not able to provide any further information regarding the medical episode. There was no report of death or permanent impairment associated with this medical event.